Event description:
Procedure type: knee replacement. According to the reporter: the surgeon stated that the pt incision had some dehiscence and was splitting at the surgical site. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No device fragment or component fell into the pt's cavity. No device fragment or component was left in the pt.

Manufacturer narrative:
(B)(4).